Event description:
Pt reports that she dropped her cadd legacy pump (sn (B)(4)) on (B)(6) 2019 while she was trying to do her change. She states that she tried to use the pump but it kept on alarming and saying ¿non disposable tubing¿. Pt is using backup up pump and asking for replacement. Dose and address confirmed for delivery for next day. No other information available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replaced device: yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 35.5ng/kg/min, continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.